Event description:
A patient reported being hospitalized due to heart arrhythmia, the day after of implant with trial evoke spinal cord stimulation (scs) system. The trial scs system was explanted. The patient was reported to be in a coma. Additional information regarding patient¿s comorbidities or current patient status has not been made available to saluda.